Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat a cirrhosis with esophageal varices during a ligation of esophageal varices procedure performed in the esophagus on (B)(6) 2025. After diagnosis and treatment by the physician, the patient was treated with a seven-bands ligation, which was administered by professional nurses according to standard procedures. During the procedure, the bands unable to deploy, the insertion and withdrawal of the scope was performed, which caused damage and bleeding to the patient's esophageal mucosa. The use was immediately stopped, and a new seven-bands ligator was replaced and used to stop the bleeding. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.